Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt age and weight: unk. Event date: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Implant and explant dates: unk. Initial reporter: unk. Event problem and evaluation codes: results code(s): (operational problem): visual inspection of the returned product found the lens optic torn into pieces. The lens was returned in liquid and there was evidence of clear surgical residue. (B)(4).

Event description:
A cq2015a collamer three piece lens, +27.5 diopter, was returned to the manufacturer damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.